Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Next, the follow-up data and x-ray images returned for analysis were investigated. The clinical observation was confirmed. In the area of the tricuspid valve an exposed conductor cable was observed. The x-ray data indicated an outside-in abrasion. However, based on the data without the lead being available for analysis the root cause cannot be determined. For a complete root cause investigation an analysis of the lead itself would be necessary. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that an exposed conductor was identified during a routine exchange of the ICD, during the concluding x-ray check. All electrical values were within normal range but a new lead was placed anyway as precautionary measure. The old lead was not extracted and remains inactively implanted. No worsening of the patient's state of health was reported.